Manufacturer narrative:
Block b3: exact date unknown, event occurred february of 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) repositioning procedure and was doing well postoperatively. The device remains implanted and in service.